Manufacturer narrative:
The device is expected to be returned for testing. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and a competitive right ventricular (rv) lead which exhibited a shocking impedance measurement greater than 200 ohms which was noted via remote monitoring. Testing was performed in all vectors with the same results. A fracture of the defibrillation portion of the competitive lead was suspected. A revision procedure was performed and when loosening the df-1 setscrew came all the way out of the device header. The caller was inquiring if this could be the cause of the out of range measurements. A boston scientific technical services informed the caller that this was most like the retaining washer and it is highly unlikely that the setscrew would loosen on its own or cause the high impedances after over seven years of implant time. Additionally, during the procedure, the device was emitting a continuous tone. There was no use of a magnet and the consultant stated he was unsure what would be causing this. The source of the tones was later identified to be from a huge magnet under the bed that had been used in a previous case which was not removed. The consultant stated the lead and device should be replaced. The system was removed from service and replaced. No adverse patient effects were reported.